Event description:
Sds opened a suction tubing today, ref # n512, lot# j18111235s, exp date: 11/01/2023, model #3604240, that had a foreign object inside. They had to tear down the case and re-pull it, so several items were wasted.